Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported injecting with juvéderm® ¿between the eyes and closer to the left eye.¿ 11 days later, patient stated ¿right away their left eye was irritated and itchy.¿ the next morning the patient had ¿hard, plastic, filler seeping through their pores at the injection site that is still occurring now.¿ the patient saw a healthcare professional (not the original injector) who stated that the patient had an infection at the injection site and in the left eye and stated that the patient was ¿really lucky¿ not to lose their vision. The patient still has itchiness and pain at the injection site. Additional information from the injector revealed patient also received 40u botox® in frown lines and upper face wrinkles on the same day the patient was injected with juvéderm® 0.5cc. On the day symptoms began, patient received additional units (of botox®) free of charge in persistent wrinkles. Patient later returned with complaint of a ¿bump¿ at the frown line, with ¿mild erythema,¿ and diagnosis of ¿possible cellulitis.¿ injector treated patient with 5u vitrase to the ¿bump¿ and prescribed clindacin. Follow up requested by the injector in 2 days, though patient never returned. It is unknown if symptoms resolved. The patient stated that the juvéderm® was diluted and that the injector pulled the filler into a syringe from an opened container of juvéderm®; however, the injector did not confirm this report from the patient.